Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is doing well after surgery. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing explant surgery due to receiving no benefit from the device. Revision surgery will be scheduled. The recipient will not be reimplanted.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.